Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had high blood glucose which continued to elevate after infusion set and site change. Customer's blood glucose was 306 mg/dl, 400 mg/dl, 415 mg/dl, 435 mg/dl and 439 mg/dl. Blood glucose was treated with bolus delivery and manual injection. Each time set was removed, it was found that cannula was bent. Caller requested assistance in changing infusion set brand.